Manufacturer narrative:
Expiration date - unknown due to unknown product code and lot number. Implanted date: unknown due to unknown date of event. Explanted date: unknown if the device was explanted. Initial reporter: contact - unknown. Device manufacturer date - unknown due to unknown product code and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the locum doctor had a high stick and a traveling nurse incorrectly placed the angio-seal device. The patient had an adverse event. The issue was noted, and they intervened. The patient was taken to surgery after the deployment. It was reported that the patient lived.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for an adverse event resulting from a user error. Based on the information given, the root cause of the event could be the high stick access. Sufficient information is provided in the IFU to not use the angioseal device in case of a high stick. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.